Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the left bundle in an off label way. The physician did not like the initial position, therefore, he was trying to reposition the lead and couldn't back the helix up. The proximal portion of the helix broke off into the patient's heart. He felt like something broke in the lead mechanism in the extension of the helix. The tip of the helix remains in the patient's heart. The dr. Took out the lead and put another one in to complete the case. No information related to if or when the attempted rv lead will be returned. Patient had previous tricuspid valve repair. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the left bundle in an off label way. The physician did not like the initial position, therefore, he was trying to reposition the lead and couldn't back the helix up. The proximal portion of the helix broke off into the patient's heart. He felt like something broke in the lead mechanism in the extension of the helix. The tip of the helix remains in the patient's heart. The dr. Took out the lead and put another one in to complete the case. No information related to if or when the attempted rv lead will be returned. Patient had previous tricuspid valve repair. No adverse patient effects were reported.